Event description:
New etq record created in order to update etq (legal system) complaint number (B)(6). Reason for original complaint - patient brought to surgery for wash out, thought to be infected. Doi (B)(6) 2010 dor (B)(6) 2011 (right hip). Update - infection confirmed all implants removed antibiotic spacer placed. Dor (B)(6) 2011 (right hip). Update 08/05/2011 - litigation papers received. There is no new additional information that would affect the investigation. Update rec'd 3/27/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2011 indicated there wasn't an infection and a new head and liner were placed. The patient was taken back in for another revision on (B)(6) 2011 as the results from (B)(6) 2011 were confusing and all implants were removed as the patient actually was positive for infection. Spacers were placed (B)(6) 2011 and the patient was reimplanted on (B)(6) 2011 with competitor products. A unknown srom stem and sleeve that were placed (B)(6) 2007 are being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/3/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is subject to litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.